Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp), the users observed an o-ring-like item to have encircled an identified model of biliary stent upon deployment. The users reported that the stent was successfully deployed to the intended target site and was determined to be working appropriately, and elected to leave the items in situ. The o-ring was not retrieved. The users reported that the o-ring appeared to be a portion of a biopsy channel cover. There was no pt injury reported.

Manufacturer narrative:
The mb-358 biopsy valve referenced in this report was discarded by the user facility and not returned to olympus for eval. The cause of the user's experience could not be conclusively determined at this time. An olympus endoscope specialist has been dispatched to review the facility's reprocessing methods. The user facility has also reported that the pt is scheduled to have a routine stent replacement performed within a few weeks, and they may return the unidentified o-ring at that time. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Reference MFR report number: 8010047-2009-00160 for the related report associated with this event.